Manufacturer narrative:
The field service engineer (fse) serviced the unit on(B)(4) 2012. The fse performed preventive maintenance (pm) and discovered stiff rollers on the peristaltic pump. A new pump was ordered, and the customer was advised not to use the unit. The fse returned the following day and installed a new peristaltic pump. The fse verified repair per the established procedures. The unit conformed to the manufacturer's published performance specifications. The unit was returned to normal operation. The customer had no issues with quality control (qc), and it was within specifications.

Event description:
The customer reported elevated troponin I (accutni) results, within the risk stratification, for two patients, involving access 2 immunoassay system. Subsequent testing on an alternate access 2 immunoassay system produced lower results, within the normal reference interval. The elevated results were not released out of the laboratory. The customer has a standard protocol to retest patient results greater than 0.06 ng/ml. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.